Event description:
After further review of programming history and date correcting it appears that their high lead impedance was seen from system diagnostic testing on (B)(6) 2008, but appeared to have good diagnostics on (B)(6) 2008. System diagnostic results. Output status ok, lead impedance ok, dcdc 1, eri no and again on (B)(6) 2008 (generator and system diagnostic testing performed on (B)(6) 2008) were both within normal limits. Further information was attained from the patient's physician. They reported that the patient's vns lead had been replaced on (B)(6) 2008 and x-rays showed no anomalies on the electrode. Diagnostics testing after that time in (B)(6) 2008, were within normal limits. No further information has been received at this time.

Event description:
High impedance was found during review of the patient's programming history by the manufacturer. The event was not reported to the manufacturer when it occurred. The high impedance occurred on (B)(6) 2008 and appeared to have resolved (B)(6) 2008. It is unknown if an intervention was taken. Attempts to obtain information are underway.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event corrected data: event date corrected based on date correction results.